Manufacturer narrative:
(B)(4). The device has been received and the evaluation is in progress. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the transfer set would not connect with the titanium adapter. The connector of the transfer set continued turning without the lock engaging on the adapter. There was no allegation against the titanium adapter and it is still in use. There was no patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
(B)(4). The device was received and an evaluation was performed. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Visual inspection was performed with naked eye and magnification and marks were observed on the outside of the patient adapter connector indicative of tool use, cosmetic only. Functional testing performed included leak testing, clear passage test, clamp function test, integrity of seal surface testing with no issues noted. The reported condition was not verified; however an additional defect of damaged was identified due to the marks on the outside of the connector. The assignable cause was undetermined. Should additional relevant information become available, a supplemental report will be submitted.